Event description:
It was originally reported in 2007 that the device misfired. Additional information received on 1/17/2007 that the device produced a straight shot went into intern's finger. Reportedly no treatment to the intern was required.

Manufacturer narrative:
The subject product was found to have a broken cutter bar. As a result, we are unable to verify the reported problem of straight shots because the device will not deploy constructs with a broken cutter bar. Therefore, no conclusion can be made.